Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.2.1. Operating system: 18.6. Hardware: iphone 14.6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing red, irritation, itch and infection had occurred while wearing the pod on (B)(6) 2026. It was reported that the patient experienced a systemic response with hives. Patient visited their endocrinologist and an allergist and was prescribed multiple steroid prescriptions. They also used over the counter allergy medications and steroid sprays. This included spray corticosteroids/inhalers, flonase, otc allergy sprays, steroids, zyrtec, and under patches.